Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/5/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 8/21/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 425cc saline prosthesis, catalog: 3501670, serial number: (B)(4), lot: 5681056. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient had mentor smooth round moderate profile 425cc saline prostheses implanted. Deflation on the right breast prosthesis was experienced post procedure and confirmed through an ultrasound on (B)(6) 2017. Capsular contracture of unspecified baker grade as well as implant site hematoma were also indicated. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2018.

Manufacturer narrative:
The device was received at mentor without fluid. Red material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.8 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the red material found on the device. The device history record (DHR) of lot number 5693871 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. For the reported complaint of capsular contracture in the patient¿s breast; the product evaluation team concluded that was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at any time. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information. The patient underwent primary breast augmentation on (B)(6) 2008. (B)(4).